Manufacturer narrative:
B3: event date is unknown e1: first name and last name of initial reporter is unknown. G2: country of the event is japan. H3: product analysis: product:9560524, lot no: my21e001 during the acceptance inspection, deformation of the handle screw threads and insufficient gripping force of the holder were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacture representative, user facility) regarding a device used for spinal therap y. It was reported that the handle part of the flex arm was stiff. There was no patient involvement reported. There were no further complications reported regarding the event.